Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that the patient underwent another procedure on (B)(6) 2010 and advantage fit was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic tubal ligation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. It was reported that patient underwent extensive urethrolysis and vaginal adhesiolysis with kelly plication and diagnostic cystoscopy due to symptomatic pelvic pain and recurrent stress incontinence on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that patient underwent interstim peripheral nerve test stimulation, bilateral implantation of percutaneous test simulation electrodes into foramen s3 on (B)(6) 2015 due to urinary incontinence, urinary urgency, and frequency. No additional information was provided.